Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. During troubleshooting, the cause of the occlusion alarm was unable to be identified. Customer's blood glucose was 216 mg/dl.